Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the shield was discovered to have foreign matter with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: a tube (367859) from lot. 9344972 with a dirty shield was found.

Event description:
It was reported that prior to use the shield was discovered to have foreign matter with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: a tube (367859) from lot. 9344972 with a dirty shield was found.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded fm was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.